Manufacturer narrative:
A ge service representative performed an onsite investigation. The video line and pilot tone line connections were removed, swapped and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt service injury or death was reported related to this event.